Event description:
It was reported that during testing, the epg (external pulse generator) turned on/off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The cause was the main pcb (printed circuit board). It was also noted that the upper case, lower case, battery release, heart block and battery drawer were contaminated, the side bail covers and ring cover were broken, the battery contacts were compressed and one side bail was missing.